Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that hair was found inside of sterile kit when opened, had to drop another kit to access patient. No adverse events occurred. No other information was provided.

Event description:
It was reported by the customer that hair was found inside of sterile kit when opened, had to drop another kit to access patient. No adverse events occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair found inside the packaging is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc solo custom kit was returned for evaluation. An initial visual observation revealed that the kit was returned opened. No obvious use residues were observed throughout the returned kit. One longer, lighter hair was found outside the packaging. The outer packaging was removed to observe the contents of the kit. No hair was observed inside the blue drape. One small black hair was observed inside the opened packaging on top of the blue drape after evaluation of the kit contents. Because the kit was returned opened, it could not be determined when the black hair entered the kit. The lighter colored hair was found on the outside of the packaging; therefore, a determination could not be made when the hair appeared on the kit. This complaint will be recorded for future trending and monitoring purposes.